Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the pacemaker exhibited a significant drop in battery longevity since previous check. The patient would continue to be monitored. The patient was in stable condition.